Manufacturer narrative:
Investigation not completed. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated the consumer reported the product would get stuck inside and would break up in clumps. Manual removal was successful.